Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery. This report is filed june 6, 2014.

Event description:
Per the clinic, the device was explanted in (B)(6) 2013 (specific date not reported) due to extrusion of the electrode array into the middle ear canal. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). Device not returned to manufacturer.